Manufacturer narrative:
E1: address was not located and il was used. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657. Lot # 4101730. It was reported that the bd luer-lok had a scale marking issue, the following information was provided by the initial reporter: "3ml syringe has no measurement markings on the barrel."

Manufacturer narrative:
One sample and one photo of a 3 ml ll (p/n: 309657, batch: 4101730) were received and evaluated. The picture, taken from the bottom web perspective, shows a blank syringe in what appears to be a 3 ml sealed package. The sample arrived in a fully sealed package with no scale markings. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number: 4101730 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.